Event description:
It was reported to boston scientific that during a sling placement procedure, the tape slipped. No other information was provided. There were no indications of patient complications associated with this complaint. Patient's age, gender and weight are unknown.

Manufacturer narrative:
One box for an obtryx device was received to include a tray and label, but no product. As the device was not returned, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.